Event description:
Reportable based on device analysis completed on (B)(4) 2014. It was reported that lost image occurred. During the percutaneous coronary intervention (pci), an opticross imaging catheter was used to view the lesion. It was noted that the image disappeared during the procedure. The procedure was then completed with another of the same device. No patient complications were reported and the patient's status was good. However, device analysis revealed a hole at the sheath lap joint area of the catheter.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: the complaint device was returned for analysis. Evaluation of the returned device revealed that the telescope assembly was not able to properly pull back, advance, and retract. Since the telescope cannot advance the transducer distal housing (tdh) to the most distal position, the distance from the distal end of the transducer housing to the tip of the catheter was not measured. An open hole was observed at the sheath lap joint section of the device. Fluid was leaking from the open hole at the sheath lap joint assembly when the catheter was flushed. During image characterization testing, no image appeared in the system due to electrical open at proximal. In order to inspect for imaging core (ic) windup at the proximal end of the catheter, the hub rotator retainer clip was removed. The rotator and imaging core assembly was pulled out from hub. Imaging core windup was found within the telescope section of the device. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).